Event description:
The customer reported that the touchscreen calibration was off. Still no response in left lower corner of screen even after calibrations.there was no patient involvement.

Manufacturer narrative:
During further investigation (fi), a visual inspection of this touch screen revealed scratches and nicks to the lower section of this touchscreen. The touchscreen was installed into an fi test gui assembly. The ventilator was booted up into diagnostic mode and an unsuccessful attempt to perform the touchscreen calibration was made. The second box touch position, which is at the lower quadrant of the screen, failed due to the damage to this unit. An unsuccessful touchscreen diagnostic verification was also attempted. The verification mark on the lower quadrant would not respond due to the damage. The ventilator was booted up into normal ventilation mode and delivered breaths. An unsuccessful attempt was made to enter different menus and change settings. The menu changes worked intermittently depending on how close the touch is to the damage and the touch position for the entire touchscreen is shifted down by 2.1 inches. This customer returned touchscreen was allowed to run in the fi test ventilator for approximately two (2) hours to verify continuous operation. No errors were generated during the extended run time. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. This touch screen is not responding to the touch on the lower left corner correctly due to damage found in the lower quadrant of this unit.